Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that "battery depleted" message was recorded in history. During analysis, the customer's reported problem was confirmed. It was noted that the pump was found to be displaying "battery depleted" alarm message when stop/start key button was pressed. In addition, functional test was performed, and motor issue was found. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump kept stating "battery depleted". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.